Event description:
Medical professional reports that in-house patient was tested on suspect device as 60-70 mg/dl. He was treated for hypoglycemia and remained stable. When tested again on suspect device his blood glucose was 37 mg/dl. At this point, labs were drawn and the result was blood glucose = 446 mg/dl (lab). The suspect device now read blood glucose = 121 mg;dl. Patient then was treated for hyperglycemia. Glucose controls tested in range.